Manufacturer narrative:
This is one of two products involved in the same pt reported under manufacturing numbers 3003742446-2008-00054 and 3003742446-2008-00055. Additional info will be submitted within thirty days upon receipt.

Event description:
A report received from the field indicated that two stents caused a stent embolization during a percutaneous coronary intervention to treat a lesion in the circumflex. Further investigation revealed the target vessel was the circumflex with a lesion described as having a hard bend with ulcerated calcium. The delivery system appeared normal when it was taken out of the packaging and it was examined for functionality. Negative prep was not done outside the body of the pt but was conducted once the stent was across the lesion. At no time during the procedure an attempt was made to withdraw the delivery system into the guiding catheter prior to deployment of the stent. An unk 6fr-guiding catheter and a 0.014 choice guide wire was used. There was no resistance as the delivery system was being advanced to the lesion and the procedure time was not extended. The stents were deployed in the vessel but not at the lesion. The lesion was treated by deployment of another cypher stent. There was no pt injury as a result of the stent embolization.